Event description:
The patient was diagnosed with an aneurysm of spinal artery. During the procedure, when the surgeon positioned the second coil, a microsphere coil ((B)(4)) and found that the coil could not push out from the distal part of microcatheter (details unknown). The procedure was completed with a presidio coil (details unknown). There was no adverse event associated with this complaint. No further information is available. During analysis of the received product it was found that the proximal section of the coil was stretched; the timing of this damage as related to the procedural use cannot be determined.

Manufacturer narrative:
Concomitant devices: coil (details unknown), presidio coil (details unknown), microcatheter (details unknown). The proximal section of the coil was returned stretched. The stretch resistance suture was severed. Located on the top proximal end of the re-sheathing tool in the open cutout section, the v notch has been severely damaged. The locking mechanism has compression and stretching damage. There are two possible contributing factors to the reported inability to advance the coil out of the microcatheter. If the event occurred after part of the coil was out of the microcatheter and in the aneurysm, it is possible that the event and damages to the returned unit may have been due to distal interference from the coil(s) already dwelling inside the aneurysm, on itself, or from the distal section of the unidentified microcatheter. During the retraction movement, the coil may have been temporarily anchored on itself, the coil(s) already dwelling inside the aneurysm, or on the distal tip of the microcatheter which may have caused the proximal section of the coil to stretch. If this did occur then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. If the event occurred prior to any of the coil exiting the microcatheter a secondary possible contributing factor to the coils inability to be advanced, the stretching of the proximal section of the coil, and its protrusion outside the sheath may have occurred when the microcoil system was first unlocked (or caught the edge later in the procedure) for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. When the sheath is pulled straight back, the locking mechanism will catch the inside the v notch of the re-sheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges which may have occurred later in the procedure. This will produce a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action producing significant resistance would then have prevented the coil from advancing, the coil damage, and the protrusion of the dpu outside the sheath. In this condition, the coil cannot be advanced or re-sheathed. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger¿ which is also shown diagrammatically. It further cautions ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the re-sheathing tool approximately 1in. (2-3cm).¿ based on the limited information a definitive conclusion cannot be made regarding the reported event and the damages found on the returned device. However based on the analysis, it appears that procedural factors, which are addressed in the instructions for use, may have contributed. The timing of the stretched coil as related to procedural or post procedural use cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.